Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer removed or added insulin to the cartridge outside of the load sequence. The customer was educated on the proper load techniques. Customer changed pump supplies to address the issue.